Event description:
The customer reported observing liquid under reagent probe b of the unicel dxc 600 synchron system. The customer indicated that calibration passed and quality control (qc) results were within the laboratory's established ranges. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and confirmed intermittent leaks from the reagent probe of the analyzer. The fse replaced the collar wash vacuum valve to resolve the issue. Failure mode is attributed to a collar wash vacuum valve.

Manufacturer narrative:
(B)(4).